Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected trop I es results were obtained while using the vitros 5600 analyzer. A definitive root cause could not be determined, however, an instrument related issue cannot be ruled out as contributing to the event. An ocd field engineer found that 'as needed' maintenance to the microwell incubator and well wash metering subsystems were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended with no recurrence of the event.

Event description:
This customer obtained non-reproducible, higher than expected vitros trop I es patient results while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient results were not reported from the laboratory to the clinician. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)